Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as htl is an OEM manufacturing site. Investigation summary: bd received 1 sample from the customer for investigation. Sample was evaluated by visual examination and the indicated failure mode for spring popped out was observed. It likely occurred when hook on last coil of return spring hooked the protective cap and pulled out the last coil of return spring. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of spring popped out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced a damaged (broken) product when the spring popped out. The following information was provided by the initial reporter. The customer stated: "when removing tab from device the top of the spring popped out of device."